Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: customer reported that the pump gave her 14u of insulin after she changed the set and reservoir and put the pump back on her body. Paramedics were dispatched on (B)(6) 2023 at 9:00 for a low blood glucose. Current blood glucose was 335 mg/dl. Customer treated low with glucose/carbohydrate. Customer was not hospitalized. During troubleshooting, time/date on the pump was found to be incorrect. Pump was used at the time of the incident.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/10/2022 to 02/18/2023. There was no data available to verify unexpected alarms/suspends and the 14.0 units of insulin bolus delivery for the event date of on (B)(6) 2023. Please see below for the customer's daily total of all insulin delivered surrounding the date of on (B)(6) 2023 listed on pump history and the days prior to that date. On (B)(6) 2023 daily total of all insulin delivered = 48.825, on (B)(6) 2023 daily total of all insulin delivered = 45.1, on (B)(6) 2023 daily total of all insulin delivered = 46.5, on (B)(6) 2023 daily total of all insulin delivered = 44.1, on (B)(6) 2023 daily total of all insulin delivered = 63.425, on (B)(6) 2023 daily total of all insulin delivered = 48.175, on (B)(6) 2023 daily total of all insulin delivered = 14, on (B)(6) 2023, the daily total of all insulin delivered = 14 u (0.3 u of bolus + 13.7u of basal were delivered). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No daily total bolus delivery anomaly, bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates of on (B)(6) 2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: 02/17/2023 18:53:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:55:59.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that due to an over delivery anomaly by the pump set, the client had hypoglycemia with a blood glucose value of 44 mg/dl at the time of the occurrence and a current glucose value of 385 mg/dl. The customer was hospitalized and treated. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was active or not was unknown. No further client complications were reported. The customer had discontinued the use of the insulin pump and the insulin pump was returned for analysis.